Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested [note: the nessy omega neutral electrode (ne) was disposed of after the procedure and therefore, not available for examination.]. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications, and all features were/are functioning properly. The chronological data at the time of the procedure stored in the esu was reviewed. The data revealed that several warning messages indicated poor contact quality of the ne, which was repeatedly signaled to the user via audible and visual alerts. Based upon the information provided and the evaluation of the generator, the burn appears to have been caused by the user not following safety instructions/warnings in the esu user manual and in the return electrode's notes on use. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) during a laparoscopic-assisted supracervical hysterectomy (lash). The esu was used with an erbe electrode safety system (nessy) omega neutral electrode (part number 20193-082, lot number information not provided). The neutral electrode is also referred to as a return electrode, patient or grounding pad, patient plate, etc. No other information was provided regarding any other accessory used during the surgery or the settings employed. Per the account, redness with blistering occurred beneath the edge of the neutral electrode that was placed on the patient's right thigh (note: photographic documentation of the lesion was provided to erbe.). To aid in the healing of the lesion, wound care was applied to the affected area.